Event description:
I had asked another nurse to assist me as patient had 3 chest tubes and was wanting to get back to bed. We ensured that all chest tubes and wires were monitored closely. The assisting nurse had all three chest tubes in her hand and we both assured that no tubing was caught on the chair or anywhere else. When the patient stood, the proximal end of the max-loc on the pigtail broke. The pigtail was not pulled out at all. I immediately clamped the tubing. The physician assistant was notified who stated to call ir. The physician ordered a stat cxr. The nurse and physician assistant pulled the pigtail prior to cxr. Patient stable, no change in oxygen requirements, etc. Taped the right pigtail with silk tape to ensure that it does not break as well.